Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had ineffective therapy. Patient was receiving unintended stimulation in the middle of his back. Reprogramming was unable to address the issue. Patient denied any falls or trauma. X-ray imaging found lead had migrated. Surgical intervention took place and lead was replaced, which addressed the issue.